Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. Email address updated. Establishment name updated. Resubmitting form 3500a due to an administrative error. It was requested by FDA medwatch program department to re-submit the initial report as there was no record of initial report submission in emdr system. Correction ticked.

Event description:
It was reported by the customer that when carrying out a scanner, the leksell support fits into the examination table at the point where the scanner head is normally inserted. During the mobilisation of an anesthetised patient, users were able to see that the fixation system of the leksell support at the examination table was not locked, so the support was mobilised with the patient.